Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. The provided photographs were visually inspected, and it was noted that the sample was used and inside a bag with fluids inside the tubing. The tubing was noted to have air bubbles present. Based on visual findings, air bubbles were present in the sample; therefore, the reported defect was confirmed. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. Although the reported defect of the airline was confirmed based on the photos, the most likely cause is related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: staff ran into frequent microbubble air alarms during infusion of ivig. All trouble shooting techniques followed but only removing the line and physically flicking the tubing helped resolved. This resulted in a delay in completion of the treatment. Impact to patient: delay in treatment. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication/fluid ivig.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.